Event description:
The device was used during a cholecystectomy. The bag broke as the specimen was placed inside. The surgeon was able to retrieve the bag and the specimen without injury to the patient.